Event description:
Information was received regarding a cadd solis. Vip pump. It was reported that the pump kept beeping when powered off. It is unknown if there was a patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
B5: additional information received at smiths medical 30-jun-2021: no patient incident ? It was found during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a missing battery door. The customer stated problem was not duplicated. The device found no issue with pump keeps beeping when power is off. It determined that customer batteries were dead. Therefore, no fault found with the issue. The software was reinstalled as a preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.